Event description:
It was reported that the ilet pump¿s screen was cracked, rendering the device unreliable for insulin delivery and meal announcements, and the user transitioned to multiple daily injections while awaiting a replacement; no alerts or alarms were reported. Customer care provided support that included logistics for replacement and return, and instructions provided to shut down the device and sync data to the mobile app prior to return. Investigation of this case revealed physical damage to the display component that impaired safe and reliable operation. Symptoms included no reported blood glucose impact. Outcomes included continued diabetes management using backup therapy and continued cgm use with dexcom. It was concluded that the device exhibited a hardware display failure, the event was non-serious, and replacement of the affected unit was warranted without user injury.